Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was observed to be fluctuating. Reportedly, the battery gauge went from 35% to 15% back up to 25% without charging the pump. The customer's blood glucose level was 152 (mg/dl). Review of the pump data logs on the day of the report by tandem technical support was unable to confirm the reported event.